Event description:
It was reported that stent damage occurred. After unpacking of a 2.50 x 2 synergy ii drug-eluting stent, the stent cover was removed with usual force. However, when it was removed from the cover, it was noted that the distal part of the stent struts were stretched.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage with the struts on the proximal end, mid-section and distal end of the stent damaged and stretched in a distal direction over the distal tip. The stent outer diameter could not be measured due to the extensive damage. The non contact measuring system was reviewed for catheter lot number: 23351626-002 and the max stent profile was 0.0382". This is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified a kink 170 mm distal to the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. After unpacking of a 2.50 x 2 synergy ii drug-eluting stent, the stent cover was removed with usual force. However, when it was removed from the cover, it was noted that the distal part of the stent struts were stretched.